Manufacturer narrative:
Correction: b3: event date, d1: brand name, d4: model #, d4: unique identifier (UDI) #, g4: combination product additional information:b5, b7: other relevant history, h6, h11 b5: at the time of the event the doctor was made aware and the pump was changed to a new pump once the observation was made. The patient remains stable. B7: other relevant history includes the patient had received an unspecified transplant the same day as the infusion. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused IV fluids during patient infusion in the critical care department. The pump appeared to be infusing and there were no alarms. The ivf bag was seen to be very full and did not appear to be delivered at the end of the shift. The rate was set at 50ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.